Manufacturer narrative:
Calibration was last performed on 08-oct-2023. The qc recovery data provided was acceptable. The field service engineer (fse) checked the analyzer and was unable to replicate the issue. No further issues were reported after the service visit. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial hcg result was 90.07 uiu/ml. The doctor questioned the result and a new sample was collected. The new sample hcg result was 51684 uiu/ml. The initial sample was repeated and the result was 57849 uiu/ml. The result from the second sample was deemed correct.